Manufacturer narrative:
Bed was found in "down" storage area. Technician found that the head hi-lo drifts down slowly. Determined the problem to be a faulty emergency trend valve. Replaced emergency trend valve to resolve this issue.

Event description:
Bed was found in "down" storage area. No pt impact was reported. Cause of the problem is unknown.